Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator received inappropriate anti-tachycardia pacing (atp) for sinus tach and this put him into fascicular ventricular tachycardia (fvt). The patient received three shocks, when the rhythm was able to be converted. Boston scientific technical services reviewed an egm strip and provided programming optimization options. Additionally, the device programming will be adjusted as needed. No additional adverse patient effects were reported. This device remains in service.